Manufacturer narrative:
Pump not in manufacture mode. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Unable to download pump to carelink pro properly. The system did not accept the data due to an incomplete/incorrect reading of the device contents, and unable to download to thus, problem isolated to pcb 2. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.